Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that leakage was found during use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "verbiage received via phone call, blood did not flow in tube, took tube off to put new one on, and blood squirt out of the needle up barrel and onto staff members arm."